Event description:
The customer reported to olympus, the flex deflectable videoscope had a scope communication error (b30 error). The customer stated wiping the connector contacts with alkaline cotton did not improve the problem. The issue was found during preparation for use for an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: adhesive on bending section cover has a chip, switch 1 has discoloration, deterioration or discoloration due to chemical stress during cleaned, disinfected, sterilized (cds), deterioration or discoloration due to chemical stress during cds, and due to damage on control section, angulation lever does not move smoothly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which should not have health professional checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events could not be determined although it can be presumed that the events occurred due foreign objects or stain, sudden overcurrent, or deterioration of the components mounted on the board. The events could have been detected/prevented by following the instructions for use: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.